Manufacturer narrative:
The reported event of inability to tighten the setscrew on the lead was confirmed. The analysis found that the setscrew had been stuck to the wrench tip and pulled out of the device through the septum tearing a hole in the septum. The setscrew was stuck to the wrench tip due to incorrect insertion of the wrench into the setscrew inset by the user. The setscrew was placed back into the connector block. With correct wrench insertion the returned wrench fully inserted into the setscrew inset and tightened the setscrew securely onto the test leads. No device anomalies were found. The problem is related to the user's use of the wrench.

Event description:
Prior to implant, the set screw was unable to be tightened into header of the pacemaker. Another device was used to resolve the issue. The patient was in stable condition.